Event description:
Boston scientific crm received information that this product was part of a system revision due to the start of a pocket erosion. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that one year later the system was explanted due to a patient infection. No adverse patient effects were reported.